Event description:
It was reported that when the power was on, there was a "low humming", and the fluid would not circulate. Discovered during preventive maintenance. No patient involvement and no patient or clinical injury. The outcome was ongoing.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer, h6 - health effects codes updated. One device was received. Per visual inspection, contaminated water tank, reservoir gasket is worn out, enclosure cracked under the quick connect, outdated quick connect, pcb, and power switch. Functional testing was able to confirm the complaint. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).